Event description:
Pt underwent attempted rotablator atherectomy of a 95% lesion of the mid rca. This resulted in a perforation with resultant "no reflow". He had several episodes of ventricular tachycardia for which he received IV lidocaine. Attempted stent deployment was unsuccessful, and the pt was transported to the or in stable condition for aortocoronary bypass to the rca.